Event description:
It was reported that during a da vinci surgical procedure, the surgeon complained about the movement of the maryland bipolar forceps instrument tip becoming difficult. The instrument was replaced and upon visual inspection of the tip, a displacement of one of the wires was observed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.